Manufacturer narrative:
(B)(4).

Event description:
This patient experienced a deterioration in sound with his cochlear implant. The cochlear implant was explanted due to multiple open circuits. Explantation/reimplantable surgery occurred on (B)(6) 2004.